Manufacturer narrative:
This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that the insulin pump does not work and had a battery error. The customer declined to troubleshoot. The customer's blood glucose was unknown at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to battery tube power connector not connected properly to electrical board. Connected power connector and continued testing. Device passed the self test, sleep current measurement, active current measurement, and the displacement test.